Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging back button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (02/27/2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter was evaluated and the primary complaint was not confirmed, no trouble was found with the back arrow button. However, a secondary issue was found where the meter's label was found smeared. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.